Event description:
It was reported that a long charge time message was observed from the printout of the device. No patient notifier alert was associated with this event. A manual capacitor maintenance was performed and charge time was within specification.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.